Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a patient presented with endophthalmitis in the left eye (os) at the one week postop appointment. Vitritis and hypopyon were also noted. The surgeon reported that the patient had undergone an uncomplicated cataract extraction with a posterior chamber intraocular lens implant iol. The patient is being treated with topical antibiotic and steroid drops.

Manufacturer narrative:
This is a (B)(6) year old female patient scheduled for cataract extraction with intraocular lens implant (iol) in the left eye (os) on (B)(6) 2017. The surgeon reports that the patient was diagnosed with endophthalmitis on the first day of the post-operative visit. The surgeon has confirmed that the reported event was attributed to the patients¿ lack of self after care or understanding of after care. Pre-operative data: this patient has systemic issues which were listed as high blood pressure, diabetes, and asthma. There was no previous ocular history noted, however. Operative data: the intraocular lens implant (iol) installed was listed as sn(B)(4) at power +22.0 (d) diopters. The patient was not hospitalized. The surgeon does not attribute any equipment to the reported event. Post-operative data: the uncorrected visual acuity (ucva) 20/40 with pinhole. The intraocular pressure (iop) was listed as 19 mmhg. There were 1-2+cells noted. The patient presented with slight temporal pain os soon after. The patient was diagnosed with endophthalmitis, a hypopyon, vitritis, and 3-4+cells / fibrin in anterior chamber. Vitreous cultures were the taken, intravitreal antibiotics were injected, topical antibiotics were instilled into the eye, and durezol was given to the patient. The surgeon stated that ¿the patient was vague on post-op drop understanding and use. The patient was referred to the retina specialist as a result. There are multiple factors that could contribute to the occurrence of endophthalmitis. A patient¿s ocular flora or microorganisms that have colonized the surface structures (eyelids and conjunctiva) are the usual cause of infection, therefore isolating eyelids and eyelashes from the surgical field is crucial. The most common cultured microorganisms are gram-positive coagulase negative cocci (70%) with staphylococcus epidermis (s.epidermis) the most prevalent. Deoxyribonucleic acid (dna) analyses of s.epidermis strongly suggest that it is likely that commensal bacterial contaminating the anterior chamber at the time of surgery are responsible for most cases of endophthalmitis. According to the (B)(6) and other reputable ophthalmic organizations, the most accepted practice to prevent is the topical use of povidone iodine 5% in the conjunctival sac before surgery. Antibiotics used days before surgery has been shown to decrease the bacterial load at the time of surgery. Povidone-iodine solution has broad antibiotic activity and has been shown to significantly decrease conjunctival and perilimbal flora. Meticulous prepping and draping of the patient before surgery are important as well, to isolate the eyelids and lashes from the surgical field. Finally, attempts should be made to decrease any postoperative patient risk factors, such as immunosuppression or systemic disorders that may affect the wound healing and the ability of the eye to ward off any inoculums of bacteria during cataract surgery. Intraoperative risk factors may be associated with an increased incidence of postoperative endophthalmitis. These include inadequate disinfection of the eyelid or conjunctiva, vitreous loss, or unplanned/unapparent ocular penetration. The system is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any reusable surgical instrumentation (phaco handpiece) that would come into contact with the patient would be autoclaved by the user prior to surgery, per standard industry practices and the product directions for use (dfu). The phaco handpiece is a reusable device that must be reprocessed per the product dfu. There is no evidence that the design or performance of the system caused or contributed to this reported event of endophthalmitis. The surgeon has confirmed that the reported event was attributed to the patients lack of self after care or understanding of after care. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).